Event description:
It was reported that there was a problem with the extensions. The healthcare professional (hcp) was having trouble with the extensions or adaptors breaking. The hcp talked with another hcp that had the same issue. The hcp suggested the extension be redesigned by either coloring it or making it stronger. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_ adaptor_acc, lot# unknown, product type: accessory. (B)(4).